Event description:
Initial reporter indicated that the pt was having an increase in seizure activity, below pre-vns baseline, normal stimulation was not being perceived, and the pt reported pain in the chest area. The cause of chest pain / increased seizures is unknown. No device issues are suspected to have contributed to pt's stimulation not perceived event. All diagnostic testing was within normal limits and the generator was not at or nearing end of battery life. It is likely that the pt accommodated to normal mode settings as the patient was able to feel magnet mode stimulation. The pt had a prophylactic generator replacement. It was additionally reported from the explanting hosp that it was replaced for pain and migration. The migration was not confirmed from the surgeon who did the procedure. Good faith attempts have been made for product return and additional info about the events. No further info has been attained. X-rays reviewed by MFR prior to surgery did not show any anomalies or gross lead fractures.